Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system and the patient's heart rate was in the 30 beats per minute (bpm) range via pulse oximeter. A patient-initiated interrogation (pii) was performed and rates were not observed within that range, however the rhythm appeared abnormal. Review of the presenting showed a 2:1 rhythm with post-ventricular atrial refractory period (pvarp) programmed to 330 ms fixed. As a result, atrial events were not always tracked, which may have contributed to the observed symptoms. Additionally, avsearch+ was on with a success rate of 3 percent over the last 95 days, and there was a rythmiq episode in progress since december. This pacemaker was pacing 83% in the right ventricle (rv). Technical services (ts) discussed troubleshooting/programming options including retrograde testing, adjusting avdelay, fixed ddd programming. This pacemaker system remains in service. No additional adverse patient effects were reported.